Event description:
It was reported that during an unknown procedure, the jaw of the clip does not open well after firing. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.